Manufacturer narrative:
(B)(4). Method: two complaint breathing chambers were returned to the manufacturer and visually inspected. Results: the visual inspection revealed a crack below one of the chamber ports stretching along the base of both chambers. Both chambers had smeared printing in the vicinity of the cracking. Conclusion: from the smeared printing and type of cracking observed on the chamber we can conclude that the damage was caused by environmental stress cracking due to the chamber dome coming into contact with cleaning products, specifically products that are alcohol-based. Based on our inspection of the returned device, the smeared printing on the chamber dome indicate that the dome came in contact with cleaning solutions containing ethanol, which resulted in the cracking of the chamber. The mr290 humidification chamber is a single use device, manufactured in a clean working environment and as such does not need to be cleaned. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product" every mr290 chamber is pressure tested to (B)(4) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is (B)(4). (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that there was a leak in an mr290 vented autofeed humidification chamber. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via our distributor that there was a leak in two mr290 vented autofeed humidification chambers. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently attempting to retrieve the complaint devices. We will provide a follow up report upon completion of our investigation.